Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device often displays e6 (mechanical) error and she believes the device delivers too little insulin. On (B)(6) 2011 at 6:00 am, her blood glucose measured 19 mmol/l (342 mg/dl) and the pt disconnected from the infusion device to shower. After showering, she started the infusion device and e6 was displayed. Her normal blood glucose level is 9 mmol/l (162 mg/dl). The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.